Event description:
In (B)(6) 2006, I had sui surgery. Surgical mesh was used during this procedure. Approx. 6 weeks later, repair surgery was required to remove a portion of the mesh that had already eroded through my vaginal wall. In 2010, remaining mesh eroded through vaginal wall in 1 area and was working through in another area, causing substantial pain. Surgery was performed on (B)(6) 2010 to remove as much of the mesh as possible. Now, (B)(6) 2011, another piece of the remaining mesh is trying to erode through another area of my vaginal wall, causing more pain. This will eventually have to be surgically removed as well.